Event description:
It was reported a suspected backflow check valve failure while infusing 250ml of sodium chloride 3% at 50ml/hr over 5 hours. It was noted that the fluid infused faster than intended and the bag emptied after approximately an hour despite the device indicated 167ml was still left to be infused. However, it was mentioned that the clinical staff had also administered boluses and may have been running other infusions at the time of the event. The event occurred in intensive care unit. There was no patient harm. Although requested, additional information was not provided.

Manufacturer narrative:
Additional information added to: b5.

Event description:
It was reported that sodium chloride 3% 250ml infused faster than intended and the bag emptied after approximately an hour despite the device showing a volume of 167ml was still left to be infused. The fluid was programmed to infuse at a rate of 50ml/hr over 5 hours. The event occurred in intensive care unit. There was no patient harm.

Manufacturer narrative:
Revised b.5. Per customer's internal investigation, they have concluded that the event was not due to backflow check valve failure as the infusion was administered through primary set. Suspect medical device is changed from alaris pump module administration set to alaris pump module and captured in manufacturer report number 2016493-2020-00258.

Manufacturer narrative:
The report of an over infusion was not confirmed in the logs or replicated during testing; however, testing of the returned primary and secondary set found fluid backflowing into the primary IV bag. Review of the pcu event log found no programming errors. During testing of the returned administration sets, fluids from the secondary infusion was observed flowing past the back-check valve into the primary administration set¿s IV bag; this could give the perception of an over infusion of medication had occurred. Rate accuracy testing performed on the returned pump module found the device infusing IV fluids in specification. Inspection of the of the returned pump module found no irregularities. Concentricity testing was performed on the returned administration set and found the pumping segment slightly out of specification. It is not believed to have contributed to the reported complaint of over infusion. Pump module s/n (B)(6) was received with the instrument seal broken. Both iui show some evidence of dried fluid. The membrane frame was observed to be discolored. The release latch was observed to be sticking; however, these issues did not contribute to the reported incident. There were no irregularities observed internally. Device history review: review of pump module s/n (B)(6) service history record showed the device had a manufacture date of 03jul2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 30apr2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure were opened for the device. The device history record for primary set model 2420-0007 lot unknown could not be conducted because the lot information was not provided. The proximate cause of the reported complaint that an infusion of sodium chloride completed sooner than expected is believed to be the result of the secondary infusion back flowing into the primary IV bag. Previously investigated complaints for the same failure mode determined that the backflow can be caused by a particulate, off-center membrane or disk/diaphragm pinch that can cause the valve to remain open allowing backflow to occur. While off-center membrane and disk/diaphragm are supplier issues, the presence of particulate is unknown. The root cause was not definitively determined.

Event description:
It was reported that sodium chloride 3% 250ml, running through secondary set, infused faster than intended and the bag emptied after approximately an hour despite the device showing a volume of 167ml was still left to be infused. The fluid was programmed to infuse at a rate of 50ml/hr over 5 hours. The event occurred in intensive care unit. There was no patient harm. The event was initially reported to bd as a suspected backflow check valve failure and it was later ruled-out through a non-bd investigation.

Manufacturer narrative:
The report of an over infusion was not confirmed in the logs or replicated during testing; however, testing of the returned primary and secondary set found fluid backflowing into the primary IV bag. Review of the pcu event log found no programming errors. Rate accuracy testing performed on the returned pump module found the device infusing IV fluids in specification. Inspection of the of the returned pump module found no irregularities. Functional testing performed on the returned administration set found the secondary IV infusion back flowing into the primary infusion IV bag. Functional testing, water test and dimensional analysis of previous complaints with the failure mode of ¿backflow/failed check valve¿ were performed (by the check valve supplier) to evaluate check valve functionality and component dimension specifications. The sample was also subject to reinspection by the automated inspection system. Previous testing has shown that a particulate, off-center membrane, or disc pinch can cause a valve to remain open allowing backflow to occur. Device history review: review of pump module s/n (B)(6) service history record showed the device had a manufacture date of 07/03/2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 04/30/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure were opened for the device. A device history search could not be performed on the returned model 2420-0007 administration set because the customer did not provide the lot number. The proximate cause of the reported complaint that an infusion of sodium chloride completed sooner than expected is believed to be the result of the secondary infusion back flowing into the primary IV bag. Previously investigated complaints for the same failure mode determined that the backflow can be caused by a particulate, off-center membrane or disk/diaphragm pinch that can cause the valve to remain open allowing backflow to occur. While off-center membrane and disk/diaphragm are supplier issues, the presence of particulate is unknown. The root cause was not definitively determined.

Event description:
It was reported that sodium chloride 3% 250ml, running through secondary set, infused faster than intended and the bag emptied after approximately an hour despite the device showing a volume of 167ml was still left to be infused. The fluid was programmed to infuse at a rate of 50ml/hr over 5 hours. The event occurred in intensive care unit. There was no patient harm. The event was initially reported to bd as a suspected backflow check valve failure and it was later ruled-out through a non-bd investigation.

Manufacturer narrative:
Concomitant medical products: secondary tubing set (baxter jb0089m). Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Per previous discussion with the customer, it is their policy not to provide patient information.

Event description:
It was reported a suspected backflow check valve failure. There was no harm reported.